Event description:
It was reported that the camera head had poor quality image. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
E1, initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, poor water tightness and covered charged coupled device in water and electrical contact has corrosion was found to be reported during investigation. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.